Event description:
The customer reported via email that she had an issue with the up button sticking and having frequent battery changes. Customer stated that the pump was also slow to rewind. Customer declined to speak to the helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.